Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(6). No problem or issues were identified during the device history record review. The reported issue could not be confirmed, as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported, that a leak was observed around catheter's tip or catheter's tubing. Leak occurred within one hour after catheter application. Same issue observed after changing catheter's lot number. This has been going on for over a month. No difficulty at the time of installation. No angled cannula. Clinical consequence: patient's blockage. No patient injury reported.